Manufacturer narrative:
(B)(4). Batch #: unk. Date of event unknown. Additional information was requested, and the following was obtained: full details related to the case what happened, what dr did to fix and complete surgery. Patient adverse event if any? Patient health status after the surgery? It is mentioned (3) products involved, why? Did the surgeon use 3 items with similar issue during the surgery? Please confirm. Is the product available for return? If yes please contact the distributor to pick the product for shipping back confirm to me distributor name. Answers: there was a raw of the 3 raws on the reload didn¿t close on the tissue the legs of one raw of the reloads were open and didn¿t close. The surgeon had to over suture on the defected reloads to fix this issue. No adverse events reported till now, the patient is fine and well managed. Yes the defect happened with 3 reloads and the 3 reloads are with the same lot number the product is available to return and the distributor is uctd. Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload fully fired loaded on the device. In addition, two malformed staples were noted on the staple line. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It reported that there was a staple line failure. No patient consequences reported. No further information is available.